Manufacturer narrative:
Follow-up # 1 date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the investigation was unable to duplicate the original complaint about damaged casing in the cartridge compartment because the compartment was free of defects. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.